Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. The reporter alleged the battery compartment was cracked with moisture corrosion present. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 22-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 13-mar-2018 with the following findings: a review of the black box showed no evidence of a short battery life. A call service 177 warning was recorded due to normal battery wear. The battery compartment was cracked from the threads to the case seal on the side. The returned battery cap was undamaged and fit securely. No evidence of moisture was found. The battery compartment had a leak. The rewind, load, and prime steps were performed successfully. All currents were within specifications. The pump cover was removed to find no intermittent conditions to the printed circuit board. The short battery life issue was not duplicated during investigation.